Event description:
The customer reported using the tape as prescribed by customer's doctor to secure two fingers together due to a broken knuckle and immediately experienced redness and rash to the area. The customer also reported after removing the tape, blisters started to develop and persisted for about one week. Customer received cortisone injections and cream to the site as prescribed by the customer's dermatologist.